Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was instructed to follow monitor power cable to bottom of cart and ensure securely connected to transformer, and if so, to try another outlet on transformer. The customer indicated that biomed was unable to fix the issue, therefore the device will be sent for repair. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during a diagnostic procedure, the high-definition lcd monitor lost power. It was noted, customer attempted to power the device on and off. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned, the phenomenon was not duplicated, during device evaluation. Therefore, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.